Manufacturer narrative:
The device history record was reviewed and showed the correct materials were used in production and there were no changes to the raw material. Sample evaluation: two samples were received and evaluated. Inner facing of the masks were inspected for loose fibers. No loose fibers were observed. Samples were sent out for testing (irritation/ sensitization) on (B)(6) 2011. Results expected on (B)(6) 2011. If any additional relevant information is identified once the testing is completed, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, a scrub tech that was prepping a patient while wearing a face mask for a case this morning experienced some breathing problems. Removed the face mask and noticed their nose was bleeding heavily and had a swollen lip and face." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).